Event description:
Procedure: wedge resection: according to the reporter: dr. Cohen used a standard manual handle with a purple 60 reload on his first fire. For his second fire, dr (B)(6) asked to use the black 60 reinforced reload. The scrub cycled the instrument and put the reload in saline prior to handing the instrument to dr (B)(6). Dr (B)(6) articulated the instrument to the left one time and fired the reload. When he pulled the knob on the handle back, the jaws of the reload did not open. This delayed the case about 5 minutes. Dr (B)(6) was eventually able to pull the jaws open enough to extract the reload. There was no unanticipated tissue loss, however, there was irreversible tissue damage. The surgeon over sewed the staple line due to the concern of the staple line. There was no blood loss over 500cc and the surgical time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).